Event description:
Boston scientific received information that at a routine follow-up appointment this device could not be interrogated, the patient¿s heart rate on the monitor was 47, and the device did not appear to be pacing. The field representative consulted with technical services and troubleshooting was attempted but was unsuccessful. The last documented check was (B)(6) 2013, done with the patient¿s remote follow-up system. At that time, the remaining longevity was estimated at 8.5 years, and the device was pacing at 60ppm. There was no trauma to the area, and the patient had not heard any tones from the device. It was determined that the device was non-functional and needed replacement. Surgical intervention was performed and the device was successfully replaced. After the procedure, the field representative spoke with the patient¿s spouse who reported the device had heated up the pocket in february. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case noted a small dent on the front of the device case. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed that the transformer had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected. The field observations were confirmed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.